Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Event description:
As reported, moderate to severe paravalvular leak (pvl) was observed at implant of the transfemoral tavr for a 23mm sapien 3 valve. The patient sized for a 26mm valve; however, as there were severe calcifications on all leaflets, a 23mm valve was selected. It was pre-determined that if the pvl is less than severe, it would be tolerated. The valve was implanted at the final 10:0 position with 1ml less than nominal volume. After confirming that there was no migration, post-dilation was executed. The last echo revealed moderate to severe pvl at ncc and lcc, which had the most severe calcification. Considering the patient age (91) and risk of rupture, the procedure was completed. The physician stated that the procedure went well, as the pvl was less than pre-procedural ar as planned and further dilation should not be executed due to the risk of the rupture.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint was unable to be confirmed as relevant imagery or medical records was not provided for evaluation. As the device was not returned, engineering was unable to perform any visual, functional, or dimensional testing. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of instructions for use (IFU) and training manuals revealed no inadequacies. As reported, moderate to severe paravalvular leak (pvl) was observed during the transfemoral tavr for a 23mm sapien 3 valve. There were severe calcifications on all leaflets, 23mm valve was selected. It was pre-determined that if the pvl is less than severe, it would be tolerated. After the lca protection, the valve was implanted at the final 10:0 position with 1ml less than nominal volume; lcc side was a bit higher than 0 position. After confirming that there was no migration, post-dilation was executed with nominal volume. Last echo revealed moderate to severe pvl at ncc and lcc, which had the most severe calcification. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. In this case, patient-s native leaflets were severely calcified. Per the complaint description, -the area was 489mm2 and at the range of 26mm valve; however, as there were severe calcifications on all leaflets, 23mm valve was selected.- since valve chosen was under-sized for the native annulus area, it is also possible that there was no proper sealing between the valve and the annulus. Additionally, the valve was implanted at a higher position (too aortic), which could potentially compromise proper sealing between the valve skirt and the annulus. As such, available information suggests that patient factors (calcification) and/or procedural factors (valve implanted too aortic, valve under-sizing) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. There were no manufacturing non-conformance and no IFU/training manual deficiencies identified during this evaluation. Therefore, no corrective action or preventative and no product risk assessment escalation is required at this time.

Event description:
As reported, moderate to severe paravalvular leak (pvl) was observed during the transfemoral tavr for a 23mm sapien 3 valve. Pre-procedural central ar was severe. The area was 489mm2 and at the range of 26mm valve; however, as there were severe calcifications on all leaflets, 23mm valve was selected. It was pre-determined that if the pvl is less than severe, it would be tolerated. After the lca protection, the valve was implanted at the final 10:0 position with 1ml less than nominal volume; lcc side was a bit higher than 0 position; the valve was implanted in the intended position. After confirming that there was no migration, post-dilation was executed with nominal volume. Last echo revealed moderate to severe pvl at ncc and lcc, which had the most severe calcification. Considering the patient age (91) and risk of rupture, the procedure was closed. The physician stated that the procedure went well, as the pvl was less than pre-procedural ar as planned; further dilation should not be executed due to the risk of the rupture.